Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: addrl1 ipg implanted: 2008-(B)(6); 1888t st.jude lead implanted: 2008-(B)(6). (B)(4).

Event description:
It was reported that the patient's lead exhibited high impedance with possible fracture and oversensing on the atrial channel. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing.